Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurrx bifurcate stent graft system was implanted in the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that a CT performed just under fourteen years later showed the aneurx stent graft was migrated. The aneurx graft had fallen out of the neck and dropped into the sac of the aneurysm. The top of the graft was 7-8 cms from the lowest renal artery. Intervention was performed thirty-three days later and an endurant bifurcated stent graft (36x16x166) was implanted from the level of the renal arteries into the aneurysm graft along with a 16x16x93 contralateral endurant limb. That graft was ballooned in to place. An aortagram was then performed after the graft was in place and the aneurysm was sealed with no evidence of an endoleak. As per the physician the cause of the event is anatomy and progressive neck dilatation. It was reported that the neck continued to grow causing the aneuryx graft to migrate down and eventually fall into the aneurysm sac. No additional clinical sequalae were provided and the patient is fine.